Event description:
It was reported that the versajet console does not work. No procedure was being performed when this was found. During functional inspection it was found the u.I. Corroded and it was confirmed that the handpiece would not lock up.